Event description:
It was reported that the insulin pump alarmed no delivery. The no delivery alarms were recurring during boluses and fixed prime. The insulin pump alarmed no delivery after the customer was asked to deliver five units of insulin via fill cannula. Customer's blood glucose level was 322 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.